Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the mid left anterior descending coronary artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter. The 3.5x18 mm xience xpedition stent was implanted. However, post-implantation during angio check; a distal edge dissection was noted. An unspecified stent was used to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.